Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for peritonitis. Ten days after the event onset, the patient was discharged from the hospital as the patient was deemed recovered. On an unknown date, the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with fortum, 500 grams, intraperitoneally (frequency was not reported). It was unknown if the patient was hospitalized for the event. At the time of this report, pd therapy was ongoing. No additional information is available.